Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a mycobacterium chimaera infection, found in sputum so far, following a surgery carried out on (B)(6) 2016, in which a heater-cooler system 3t was used. Based on current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Throughout follow up communication livanova was informed of the correct event date and of the sn of the device in use. Relevant fields have been updated. Livanova received a report that a heater-cooler system 3t device: patient alleges that 3t used during aortic valve replacement surgery on (B)(6) 2016 was contaminated with m. Chimaera and that 3t's contamination caused patient's infection. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. DHR review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. The device involved and in use at the hospital at the time of surgery (2016), was not equipped with vacuum and sealing kit since upgrade activity started in 2017. Livanova implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.